Manufacturer narrative:
Concomitant medical device: 419588 lead implanted: (B)(6) 2014, dtbb1d4 crt-d implanted: (B)(6) 2014.

Event description:
It was reported that right atrial (ra) lead exhibited undersensing and the sensitivity was increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.